Event description:
Defective penile prosthesis (ams) removed from patient. New prosthesis implanted in patient. Follow up with manufacturer for defective prosthesis; leaking; tubing torn from cylinders.